Event description:
The customer reported that the system stayed in mag mode and that the image was white. This would result in a loss of live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer was not under contact and therefore, no svc was performed.